Manufacturer narrative:
Returned for evaluation was a never touch direct fiber. A visual review of the fiber noted that the fiber was fractured. The break occurred approximately 12.5cm from the tip end. A review of the returned sample shows the buffer at the break point is stretched, twisted and burnt and the glass core reveals a degree of stress due to the angle of the break. Functional testing could not be performed due to the condition of the returned device. A definitive root cause for the reported complaint description cannot be determined, however, the reported event description indicated there were no issues during the first vein ablation and the event occurred shortly after starting the second vein ablation. Due to the angle of the fracture in the glass core, it appears the fiber experienced a degree of stress prior to the fracture of the fiber. Although a definitive root cause for the fracture cannot be determined it does not seem likely it was due to a manufacturing issue. The most likely root cause for the fracture is handling or technique used during the procedure. A review of the lot history records was performed for the reported never touch direct fiber for any deviation in the manufacturing process related to the reported defect of the complaint. The review confirms that the manufacturing lot met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint: (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported: nevertouch fiber burned and fractured around 14 cm from the tip. Distal part had to be surgical removed. First treated was a aasv with 3200 joule. After this procedure the doctor wanted to treat the ssv and the fiber fractured after starting firing. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no permanent harm or injury to the patient due to the event. It was reported the disposable device has been returned to the manufacturer for a device evaluation.